Event description:
It was reported that the patient experienced intermittencies and pain with his cochlear implant. The patient was seen at the center, and the external equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the patient's device is scheduled.